Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on the "morning" of (B)(6) 2011. She stated she manages her diabetes with pills diet and/or exercise and due to the alleged issue "4-5 days ago" prior to contacting lfs she increased her dose of glimepiride to 1 mg. The patient claimed a "few days" after the alleged issue started, she felt "thirsty, hungry, tired, and increased urination". In response to her symptoms, "3-4 days ago" prior to contacting lfs she reportedly self treated by increasing her dose to 1 mg of glimepiride and 1000 mg of metformin. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the correct test strips and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.